Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during testing, the screen on the ventilator froze after powering on the device. The device was not used on a patient when the event occurred.